Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hsg test showed coil is fragmented on the left') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2016, the patient experienced polycystic ovaries ("cysts on both ovaries"), hepatic cyst ("cysts on liver"), abdominal distension ("swelling in lower abdomen"), abdominal pain ("dull pain on both sides of abdomen and sharp shooting pains on both sides of abdomen") and groin pain ("groin pain on right side"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and coeliac disease ("celiac"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, coeliac disease, polycystic ovaries, hepatic cyst, abdominal distension, abdominal pain and groin pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, coeliac disease, device breakage, groin pain, hepatic cyst and polycystic ovaries with essure. The reporter commented: scheduled to have coils removed. No date yet. Discrepancy noted for date of insertion: (B)(6) 2011. Date(s) of insertion: (B)(6) 2011 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for rheumatoid factor. Computerised tomogram abdomen - on an unknown date: results: no results available.. Computerised tomogram pelvis - on an unknown date: results: no results available.. Endoscopy - on an unknown date: results: no results available.. Hysterosalpingogram - on an unknown date: results: shows coil is fragmented on the left. Ultrasound scan - on an unknown date: results: no results available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: case became serious incident. Essure device was removed on (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("hsg test showed coil is fragmented on the left") and coeliac disease ("celiac") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2016, the patient experienced polycystic ovaries ("cysts on both ovaries"), hepatic cyst ("cysts on liver"), abdominal distension ("swelling in lower abdomen"), abdominal pain ("dull pain on both sides of abdomen and sharp shooting pains on both sides of abdomen") and groin pain ("groin pain on right side"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and coeliac disease (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, coeliac disease, polycystic ovaries, hepatic cyst, abdominal distension, abdominal pain and groin pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, coeliac disease, device breakage, groin pain, hepatic cyst and polycystic ovaries with essure. The reporter commented: scheduled to have coils removed. No date yet. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: positive for rheumatoid factor. Computerised tomogram abdomen - on an unknown date: no results available. Computerised tomogram pelvis - on an unknown date: no results available. Endoscopy - on an unknown date: no results available. Hysterosalpingogram - on an unknown date: shows coil is fragmented on the left. Ultrasound scan - on an unknown date: no results available. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hsg test showed coil is fragmented on the left') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2016, the patient experienced polycystic ovaries ("cysts on both ovaries"), hepatic cyst ("cysts on liver"), abdominal distension ("swelling in lower abdomen"), abdominal pain ("dull pain on both sides of abdomen and sharp shooting pains on both sides of abdomen") and groin pain ("groin pain on right side"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and coeliac disease ("celiac"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, coeliac disease, polycystic ovaries, hepatic cyst, abdominal distension, abdominal pain and groin pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, coeliac disease, device breakage, groin pain, hepatic cyst and polycystic ovaries with essure. The reporter commented: scheduled to have coils removed. No date yet. Discrepancy noted for date of insertion: (B)(6) 2011. Date(s) of insertion: (B)(6) 2011 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: positive for rheumatoid factor. Computerised tomogram abdomen - on an unknown date: results: no results available.. Computerised tomogram pelvis - on an unknown date: results: no results available.. Endoscopy - on an unknown date: results: no results available.. Hysterosalpingogram - on an unknown date: results: shows coil is fragmented on the left; on (B)(6) 2018: status post essure procedure with occluded bilateral fallopian tube; on (B)(6) 2018: status post essure procedure with occluded bilateral fallopian tubes. Ultrasound scan - on an unknown date: results: no results available.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device breakage ("hsg test showed coil is fragmented on the left") and coeliac disease ("celiac") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2016, the patient experienced polycystic ovaries ("cysts on both ovaries"), hepatic cyst ("cysts on liver"), abdominal distension ("swelling in lower abdomen"), abdominal pain ("dull pain on both sides of abdomen and sharp shooting pains on both sides of abdomen") and groin pain ("groin pain on right side"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and coeliac disease (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, coeliac disease, polycystic ovaries, hepatic cyst, abdominal distension, abdominal pain and groin pain had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, coeliac disease, device breakage, groin pain, hepatic cyst and polycystic ovaries with essure. The reporter commented: scheduled to have coils removed. No date yet. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: positive for rheumatoid factor computerised tomogram abdomen - on an unknown date: no results available. Computerised tomogram pelvis - on an unknown date: no results available. Endoscopy - on an unknown date: no results available. Hysterosalpingogram - on an unknown date: shows coil is fragmented on the left ultrasound scan - on an unknown date: no results available. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.